Event description:
It was reported that the quick coupling screwdriver shaft end broke off in the handle with quick coupling. They were unable to remove the broken piece that is lodged into the handle. No harm was caused to the patient.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a product development event evaluation and the coupling end of the screwdriver shaft was broken and still inside the handle. The material and hardness were according to specifications. The fracture surfaces were smooth and straight across the diameter as would be expected with a break in this material at that hardness. There were marks on the screwdriver shaft just above the break and a nick on the outer diameter on the opposite side of the flat for coupling end. The marks on the outer diameter would have been inside the handle when assembled and would most likely not been the result of the break or any attempt to remove the shaft had it been stuck in the coupling. The break is approximately 2 mm from the transition (radius) of the shaft outer diameter to the coupling feature, so it is unlikely that the transition of the features contributed. The breakage is likely due to the shaft having been damaged during handling prior to the case. This complaint is invalid from a design standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: it should be noted that this device was used in a veterinary procedure; therefore, no patient information will be provided. (B)(4).

Event description:
This is report 1 of 1 for file (B)(4).